Event description:
It was reported that while in the angiography room, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pt's femoral artery. As the md was inserting the iab into the sheath, it became stuck. As a result, the iab and the sheath were removed as one unit. Another iab was inserted. There was no reported delay in treatment and there was no reported pt complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.